Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was subjected to several tests that included bench handling, stress testing and multiple defib shock testing but the reported problem could not be duplicated with the device. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.